Manufacturer narrative:
An unknown trident cup was discovered during a review of the provided medical records by a clinical consultant. The review indicated that cup malposition in low to absent anteversion together with the inadequate tighting of the restoration modular locking bolt between the body and stem have contributed to retroversion of the rmcc device causing recurrent dislocation and thereby requiring revision surgery. Device remains implanted.

Event description:
It was reported by stryker sales rep that a revision of cone conical took place on (B)(6) to see the cause of a patient dislocation. It was further reported that "on opening it was found the cone body to be retroverted. When attempting removal the screw was loose and body disengaged easily. Surgeon understands that this may be down to his own error but would like the implants investigated to check screw in / taper mechanism just in case and to allow for extra information for the patient."